Manufacturer narrative:
A ge service representative performed an over the phone investigation. The field engineer instructed the customer's biomedical department to reseat the rtos (real time operating system) cpu and fuses on the passive backplane. No additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.